Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the min hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. It is probable that this may have affected the functionality of the hand activation buttons.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure that when the consultant went to use the harmonic, it kept on alarming. The generator signaled to tighten the hand piece. Then when they went to use it again another alarm went off indicating that two buttons had been pressed at the same time. Also the device would activate itself without anyone touching it. They took the disposable device off and conducted a test using the test tip and the hand piece passed. They then opened a new device and continued with no further issue. There were no adverse consequences for the patient.